Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the use in proctectomy, the mesenterium, the user had been tugged using the grip forceps with the assistant's operation port, after 1 hour, an abnormal sound was generated from the port, which was not inserted and removed much, with the forceps inserted, and pneumoperitoneum leakage occurred. No pneumoperitoneum leakage occurred in the condition that the forceps were removed. A crack was found on the damaged seal and it was replaced with a new one. There was no patient injury.